Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was reported to be that the patient¿s dog chewed through the patient extension set. The patient did not require hospitalization. The patient was treated with unknown antibiotics (dose, route, duration, frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Additional information is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique further specified as the patient's dog chewed through the line resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Patients are advised not to have animals in the room when performing therapy as contamination can occur. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The pd nurse reported the patient experienced bacterial peritonitis manifested by cloudy effluent. On (B)(6) 2012, the patient was treated with intraperitoneal (ip) vancomycin, 2 grams every 4 days for 14 days and ip tobramycin 60 grams every other day for 14 days. On an unreported date the patient was retrained. Should additional relevant information become available, a supplemental report will be submitted.